Event description:
It was reported that the user experienced a catheter separation during removal from the pt. When the physician tried to remove the catheter from the pt at lateral position, it separated and a portion remained in the pt's back. There were no reported complications.